Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) very high blood sugar levels (more than 600 mg/dl) [blood glucose increased]. Pen is not working properly [device malfunction], does not check the insulin flow before the administration [wrong technique in device usage process]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "very high blood sugar levels (more than 600 mg/dl)" beginning on (B)(6) 2019, "pen is not working properly" with an unspecified onset date, "does not check the insulin flow before the administration" with an unspecified onset date, and concerned a female patient (age: not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus". The patient's weight, height and body mass index were not reported. Medical history included diabetes mellitus (type and duration not reported) and patient was hospitalized (the reason for hospitalization: not reported). Concomitant products included - novopen 3 (insulin delivery device), mixtard 30 penfill (insulin human) suspension for injection, 100 iu/ml and novorapid penfill (insulin aspart) solution for injection, 100 u/ml. It was reported that from an unspecified start date, the patient was using mixtard 30 penfill with novopen 4 and novorapid penfill with novopen 3. On an unknown date in (B)(6) 2019, patient was hospitalized (the reason for hospitalization: not reported). On (B)(6) 2019, the patient experienced very high blood sugar levels which were more than 600 mg/dl at breakfast and at the afternoon meal. The patient also feels thirsty and drowsiness. On an unknown date, at lunch the blood glucose levels were lowered (units and values not reported). It was reported that it was difficult to decrease blood sugar levels while hospitalized. The patient complaints that when she presses the injection button a strange noise is listen and she refers that the pen was not working properly. The patient associated these high blood sugar levels to the problem with her novopen 4. The patient said that the needle (unspecified needle) is always attached to the pen and does not attach a new needle each administration and does not remove the needle after administering her dose. The patient also confirmed that does not check the insulin flow before the administration. Batch number of the suspect was requested. Action taken to novopen 4 was not reported. The outcome for the event "very high blood sugar levels (more than 600 mg/dl)" was not yet recovered. The outcome for the event "pen is not working properly" was not reported. The outcome for the event "does not check the insulin flow before the administration" was not reported.

Event description:
Case description: medical history included diabetes mellitus (type and duration not reported), heart disorder (not specified) and patient was hospitalized (the reason for hospitalization: not reported). Batch number of the suspect was reported. Investigation results: name: novopen® 4 silver; batch sv40561; visual and functional examinations of the novopen 4 were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains of liquid. The observed problem is not related to any novo nordisk processes. All clicking sounds on dose selection, dose delivery and end of dose click were present in our examination. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. It has not been possible to observe the alleged fault. Since last submission, the following has been updated in the case: medical history added (heart disorder), lab data updated, novopen 4 batch number added, investigation results updated, manufacturing comment updated, narrative updated accordingly. Manufacturer comment: 02-aug-2019: upon investigation of the returned device (novopen 4 silver), device was found to function normally. However foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains of liquid. The locking force of the push-button is weak and causes it to jump out as a result of a tap or other minor type of impact on the pen. The observed fault is a result of accidental damage during use of the device. Needle reuse, not removing the needle after administering the dose and not checking the insulin flow before the administration could have contributed for device malfunction. H3 continued: evaluation summary investigation results: name: novopen® 4 silver, batch sv40561. Visual and functional examinations of the novopen 4 were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign dry matter observed on internal or external pen parts e.g. Dust, dirt or dried stains of liquid. The observed problem is not related to any novo nordisk processes. All clicking sounds on dose selection, dose delivery and end of dose click were present in our examination. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. It has not been possible to observe the alleged fault.